Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4) in support of CAPA (B)(4). (B)(4). Complaint rec'd as follows: the inflation balloon didn't deflate.

Manufacturer narrative:
(B)(4). Based on available info, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter who balloon fails to deflate. Reported to the FDA on (B)(4) 2013. (B)(4).